Manufacturer narrative:
The reagent lot number was 625672. The expiration date was not provided. The field service engineer found that the sample probe was stuck on the crash sensor, and he adjusted the sample probe. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 6000 c501 module. Sample 1 initial result was 47 mg/dl, and the repeat result was 106 mg/dl. Sample 2 initial result was 255 mg/dl, and the repeat result was 110 mg/dl. It was not known which result was correct or if any questionable result was reported outside of the laboratory. On (B)(6) 2025, sample 3 initial result was 247 mg/dl, and the repeat result was 98 mg/dl. The repeat result was believed to be correct. The questionable result was not reported outside of the laboratory.